Event description:
Customer initially reports tip broke. On (B)(6) 2014, customer reports the doctor was performing a "crown seat" gripping a crown when the teeth (tungsten carbide beaks) on the device broke off. Tip suctioned out of the mouth, no harm done. On (B)(6) 2014, customer unable to provide any further info, event occurred several months ago.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.